Manufacturer narrative:
An attempt to reproduce the reported event using the cp app with 3.5.0[9144] installed on redmi note 13 pro (v 15.0) was conducted and the issue was not reproduced. The software successfully adhered to the specified requirements and performed in accordance with the expectations as referenced in the 'sw requirement document' field. We have conducted a thorough investigation and found that for version 3.5, we have implemented a feature where, if the developer options are enabled in the mobile device settings, the cp app will display a ""app cannot be used"" screen. This is the expected behavior. The issue was confirmed. To assist with the resolution of the issue, we provided the helpline team with the following steps to ensure that it is addressed effectively: 1.disable usb debugging option from mobile settings if it's enabled 2. Disable ""developer options"" 3. Reinstall the cp application. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported on mobile device/os issue and experienced no communication between the carelink and mobile device. The customer reported no adverse event. The event involved product(s) mmt-6111. Troubleshooting was initiated, and it was unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. No product return is required for mmt-6111.

Manufacturer narrative:
An attempt to reproduce the reported event using the cp app with 3.5.0[9144] installed on redmi note 13 pro(v 15.0) was conducted and the issue was not reproduced. The software successfully adhered to the specified requirements and performed in accordance with the expectations as referenced in the 'sw requirement document' field. We have conducted a thorough investigation and found that for version 3.5, we have implemented a feature where, if the developer options are enabled in the mobile device settings, the cp app will display a ""app cannot be used"" screen. This is the expected behaviour. The issue was confirmed. To assist with the resolution of the issue, we provided the helpline team with the following steps to ensure that it is addressed effectively: 1.disable usb debugging option from mobile settings if it's enabled 2.disable ""developer options"" 3.reinstall the cp application medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.